Event description:
It was reported that when the programmer was connected to the laser printer via the universal serial bus (usb) cable plugged into the usb port in the media bay, that the usb port was loose and when moved caused the programmer to power off. The programmer was returned for service and replaced. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.